Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product confirmed there was a foreign particulate (approximately 1.00 sq mm) sealed within the sterile packaging of the tip. The packaging does not meet the acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This incident was recorded under (B)(4). E1: telephone: (B)(6). G2: foreign: japan evaluation and investigation are ongoing. A supplemental will be submitted upon completion of investigation.

Event description:
It was reported that at incoming inspection it was noted that there was debris in the sterile packaging. No patient involvement. Diligence is complete and no additional information is available.